Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during injection the needle broke off on non patient end with a bd pen ndl 31g 8mm. The following information was provided by the initial reporter: it was reported that the needle broke off on the non patient side.

Manufacturer narrative:
H.6. Investigation: review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. The complaint is unconfirmed as no photo / samples of the reported batch were received. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the photo / sample is returned.

Event description:
It was reported that during injection the needle broke off on non patient end with a bd pen ndl 31g 8mm. The following information was provided by the initial reporter: it was reported that the needle broke off on the non patient side.